Event description:
The customer reported the ventilator alarmed for a low oxygen supply while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the main, digital and cpu pcb boards to address the reported problem. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).